Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump touchscreen was frozen. Customer¿s blood glucose level was not impacted. During troubleshooting, the customer was able to clear the screen and continued using the pump for insulin therapy.